Event description:
The customer reported that the cannula dislodged from the infusion site and that her blood glucose rose above 450mg/dl. The pod was discarded.

Manufacturer narrative:
The device will not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.